Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device production records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process.

Event description:
A hemodialysis user facility has reported that during treatment the dialyzer clotted after 34 minutes of treatment. The patient did not receive any heparin prior to the clotting. Doctor was notified and heparin was order for next set up. Estimated blood loss was 200cc's. The patient had not adverse effects and no medical intervention was required. The patient refused to continue treatment on a new set up. Sample has been discarded.